Event description:
The account stated the head section of the bed wouldn't go up.

Manufacturer narrative:
The technician isolated the issue to the head valve. He replaced the valve to repair the bed.